Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 105 was reproduced and confirmed through evaluation. This condition was caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement.